Event description:
It was reported that less than a week after placement, the tracheostomy's wire started to become exposed. This was discovered after the tracheostomy tube was removed. It was stated that the patient was active and that the nurse needed to follow them around with an IV pole. The patient assumed that the aforementioned event occurred due to twisting of the tracheostomy tube. No serious injury was reported in connection with this incident. The patient did not require any medical intervention.

Manufacturer narrative:
Two 4.5mm flextend pediatric standard straight trach tube samples were received without their original packaging inside a ziploc bag. The samples were in used condition. Visual inspection was performed at 12" under normal conditions of illumination in order to detect any damage on the part. During the visual inspection, it was observed that there were exposed wires in shaft of both samples. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the shm facility.